Event description:
After an implant time of approx. 62 months oversensing (on (B)(6) 2018) was reported with inappropriate shocks (first shock on (B)(6) 2018).

Manufacturer narrative:
As of today, the medical product under complaint has not been made available for analysis, and could therefore not be examined itself. The analysis is therefore based on the review of the production documents and the provided data. The manufacturing process of this lead was reviewed. All manufacturing steps had been carried out correctly. The production documents did not show any anomalies. The provided data contained iegms, in which the reported right-ventricular interference signals could be seen, which led to oversensing and shock deliveries. Despite the available information, the cause of the interference signals cannot be determined, as this would necessitate an examination of the lead itself. If additional relevant information or the device itself should become available, please forward these to us also. The incident will then be updated accordingly.